Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') and migraine ('constant state of migraine headache ') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), menorrhagia ("haemorrhagic periods"), arthralgia ("joint pain"), headache ("constant headaches"), amnesia ("memory loss"), vision blurred ("blurred vision"), gastrointestinal disorder ("intestinal disorders") and fatigue ("severe tiredness"). The patient was hospitalized for 17 days. The patient was treated with surgery (hysterectomy and salpingectomy and vaginal cervical resection). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, menorrhagia, arthralgia, headache, amnesia, vision blurred, gastrointestinal disorder and fatigue outcome was unknown. The reporter considered amnesia, arthralgia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain and vision blurred to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain') and migraine ('constant state of migraine headache') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine (seriousness criterion hospitalization), menorrhagia ("haemorrhagic periods"), arthralgia ("joint pain"), headache ("constant headaches"), amnesia ("memory loss"), vision blurred ("blurred vision"), gastrointestinal disorder ("intestinal disorders") and fatigue ("severe tiredness"). The patient was hospitalized for 17 days. The patient was treated with surgery (hysterectomy and salpingectomy and vaginal cervical resection). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, menorrhagia, arthralgia, headache, amnesia, vision blurred, gastrointestinal disorder and fatigue outcome was unknown. The reporter considered amnesia, arthralgia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.